Event description:
The device was used during a vats. Reportedly, the device would not open after being fired on the lung. Opened another device and fired beside the first device to remove. No pt injury was reported.